Event description:
It was reported that a pump with a smiths medical cassette was alarming no disposable tubing, no lot number found, 45.1mls left in cassette when started alarming. No adverse patient effects were reported.